Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2, mfg report reference: 3006705815-2019-01031. It was reported that the patient experienced lead migration. The patient had a fall that caused the migration and underwent surgical intervention to resolve the issue. The leads were replaced and effective therapy was established post operation.